Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) endoscopic lithotripsy procedure performed on (B)(6) 2021. It was reported that during preparation and outside the patient, the brush failed to extend after opening the package and the handle could not be pushed. The physician did not try to fully extend the device before use. No kinks were noted along the working length. No visual damage was noted in the handle. The procedure was discontinued and the target treatment was not completed. However, the physician did not inform on planning to complete the procedure since he estimated that the patient may not endure prolonged procedure although the patient has no complications. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: an rx cytology brush was received for analysis. Visual inspection of the returned device revealed that the handle was severely kinked, therefore, handle actuation could not be performed. No other problems were noted. The reported complaint of handle break was not confirmed since the analysis performed determined that the handle wasn't broken. The kink observed on the handle may be related to user manipulation and/or some technique performed during the preparation of the device. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Therefore, the most probable root cause for the reported complaint is adverse event related to procedure. This is defined as the adverse event occurred during the procedure and the device had no influence n event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) endoscopic lithotripsy procedure performed on (B)(6) 2021. It was reported that during preparation and outside the patient, the brush failed to extend after opening the package and the handle could not be pushed. The physician did not try to fully extend the device before use. No kinks were noted along the working length. No visual damage was noted in the handle. The procedure was discontinued and the target treatment was not completed. However, the physician did not inform on planning to complete the procedure since he estimated that the patient may not endure prolonged procedure although the patient has no complications. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.